Event description:
It was reported that the user¿s family observed recurrent high blood glucose when meal announcements were not entered into the ilet system, with the family noting the user consumes large carbohydrate meals and prefers to rely on automated correction rather than announcing meals. Investigation included technical review of use conditions and user education. Investigation of this case revealed user-related factors, specifically missed meal announcements and potentially incorrect meal sizing, as the likely contributors to elevated glucose. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention. It was concluded that the device functioned as designed and that user behavior contributed to the reported hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.